Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions and interventions taken to resolve the possible abscess at the pump site was the pump was removed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the hcp was requesting MRI compatibility guidelines. Per the hcp, the scan was being done for a possible abscess from the pump. The hcp had no additional information regarding the event. No further complications have been reported as a result of this event.